Event description:
It was reported that the threshold had risen slightly so the pulse width was increased, after which the pulse generator went into backup vvi. Software download attempts were unsuccessful, so the device was programmed to aair.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.